Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: no malfunctions were found during a visual inspection and the electrotechnical examination. The unit works according to the specifications. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a bipolar coagulation unit (part # gn060) was used during a procedure performed on (B)(6) 2020. According to the complainant, the device power supply failed during the surgical procedure. No known patient complications were reported as a result of the event. Additional information has been requested, but has not yet been received. The malfunction is filed under aag reference (B)(4).